Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when beginning initial use of the pump, the pump reset unexpectedly. There was no reported impact to the customer's blood glucose level as the pump had not yet been set up for initial use. Reportedly, the customer performed a routine supply change and resumed insulin delivery.